Event description:
It was reported that the system was removed due to an infection. The physician attributes the infection to the or environment on the day of implant. Patient was doing fine post procedure.

Manufacturer narrative:
Evaluation description: analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).